Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product was discarded and is unavailable for return for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 305 mg/dl, 165 mg/dl and 141 mg/dl. On an different date, the patient received the following results within 15 minutes: 221 mg/dl, 106 mg/dl and 170 mg/dl. Same lot was used.